Event description:
The customer reported that three patient samples yielded false positive antibody screening tests with cell #2 of biotestcell 1 and 2 in solidscreen ii on tango. The customer had neither returned the supposedly defective product nor the patient samples that had caused false positive test results. Therefore, our quality control laboratory tested the retained sample with different samples and controls. In some cases the negative samples did not react clearly negative with cell #2 of biotestcell 1 and 2, instead it displayed a diffuse surrounding around the button. Further actions were initiated to find the root cause for the ambiguous negative reactions. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. There is no indication for an instrument malfunction of the affected tango optimo.

Manufacturer narrative:
This is our combined initial and final report on this incident.